Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient has localized pain along the lead track to the pocket of the implantable neurostimulator (ins). It is unknown if there is an infection or allergy that is causing the localized pain. The patient¿s healthcare provider (hcp) will perform surgery on the date of this report to remove the leads, leaving just the ins implant. It was noted that the patient¿s sudden change in symptoms may be related to the patient hitting his back against a door on (B)(6) 2016. The manufacturer representative reviewed that it would be okay to charge the ins without any leads connected. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.